Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1, h3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, d02 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that on the planning station, for patients that have a lot of scans under them, in the manage patient data tab, the local representative (cc) could select the patient¿s name on the right-side list, however, the exams never showed under the exams tab. He was able to replicate this with multiple patients with many exams. Patients with just a few exams did not encounter this issue. Patients with this issue showed all the exams in the images task and he could advance to planning showing all of the ones that were merged in with the dataset. Everything was working as designed except for seeing them in manage patient data. Troubleshooting was performed. Technical services (ts) was able to replicate the issue on their system using demo lee CT and mr exams. Ts was able to replicate multiple times. The exams would stop showing up at the ~23-26 exam range. This was inconsistent on the exact number of scans in which they would no longer show up under the exams tab in patient data. There was no patient involvement. Additional information was received. It was reported that on the patient images task, the patients with many exams will now load, as the timeout time increased from 1 second to 10 seconds.